Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the vela main pcba and performed a failure investigation. There were no visible defects, damage or contamination on the component the reported complaint was confirmed through the events log and duplicated during functional check. The root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their vela ventilator was alarming transducer fault on power up and failed transducer calibration. There is no patient involvement associated with this event.